Manufacturer narrative:
On (B)(6) 2024 a durable medical equipment technician advised our tech services that a user had their hand injured while in the medical safety bed. We made contact with the quality services director of the care organization. We learned that the incident happened in (B)(6) 2023 [8 months ago.] Their investigation concluded that this was an "injury of unknown cause." They speculate that the injury occurred while either the bed rail was lowered or the bed itself [hi-lo] was being adjusted. The patient did not cry out so no "event" was noted. Swelling to the hand was noticed sometime later.

Event description:
On (B)(6) 2024 a durable medical equipment technician advised our tech services that a user had their hand injured while in the medical safety bed. We made contact with the quality services director of the care organization. We learned that the incident happened in (B)(6) 2023 [8 months ago.] Their investigation concluded that this was an "injury of unknown cause." They speculate that the injury occurred while either the bed rail was lowered or the bed itself [hi-lo] was being adjusted. The patient did not cry out so no "event" was noted. Swelling to the hand was noticed sometime later.